Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the front response button was found to be missing. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service investigation the front response button was non-functional. The cause of the nonfunctional response button was physical damage to the switches. The source of the physical damage cannot be positively identified. The root cause of the missing response button was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the missing response button. The last pt to use this monitor did not report any problems.